Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. Post procedure pulse field ablation (pfa), the patient was shown to have pericardial effusion several hours after procedure had completed. A farawave pulse field ablation catheter was selected for use. Transseptal puncture was performed using nrg transseptal needle. Ablation was completed, however, patient was shown to have pericardial effusion about 2-3 hours after procedure had completed. Patient admitted to hospital. A pericardiocentesis was performed. Patient is expected to fully recover.